Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a failed transmitter error. Customer was unsure if transmitter had been used for longer than warranty period of 3 months. No additional patient or event information was available. A root cause could not be determined. Tandem customer technical support directed customer to use a new transmitter.